Manufacturer narrative:
It was reported that after the foley catheter was inserted in the patient, the foley catheter's balloon broke during inflation. Per report, at the time of the incident, the nurse was very cautious and did not overinflate or placed additional volume within the maximum recommended for the balloon. Reportedly, the foley catheter with broken balloon was pulled out from the patient and another foley catheter was inserted. Despite good faith efforts to obtain additional information, the initial reporter was unable or unwilling to provide any further patient, product, or procedural details. There was no serious injury or follow-up care reported related to this event. No further medical intervention or testing was required. Due to reported event and need for foley catheter re-insertion, this medwatch is being filed. The sample is not available to be returned for evaluation. A root cause could not be determined at this time. It was noted that the catheters were stored for over a year before use; it is not known if improper storage conditions may have contributed to the reported issue. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that after the foley catheter was inserted in the patient, the foley catheter's balloon broke during inflation.